Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted due to an infection. The patient was stable. No additional information was reported.

Event description:
New information noted that he infection was discovered via transesophageal echocardiography. The source of the infection as unknown. There is no allegation from the physician that the devices or procedure involving the devices caused or contributed to the infection.